Manufacturer narrative:
(B)(4). Results: a sample was not returned for evaluation. However, an inspection of 50 sets of lot 7d2181 were visually checked. No abnormality such as damage, molding defect, etc. On safety shields, which could be related to the reported event, was found. Conclusion: since no actual sample was received and no defect was found under the above investigations an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that an associate received a needle stick injury while assisting with a blood draw using a 21g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 12 in. Tubing and luer adapter. It was reported that the device "did not disengage¿ appropriately, which resulted in a needle stick. The associate received post-exposure lab work after visiting with occupational health.